Event description:
Customer reportedly rec'd the following results on the same device: 407 mg/dl, 133 mg/dl, and 121 mg/dl. No action was taken based on device results. No symptoms of high blood glucose. L1 control run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.